Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg crt-d, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to noise and high pacing impedance on the right ventricular (rv) lead. A fracture and an insulation break were suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.